Event description:
It was reported that bleeding/hematoma occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned, and a watchman flx laa closure device & delivery system (wds) was elected for use. The physician accessed the arterial groin with 8f dilator, then obtained venous access. An 8f and 12f dilator were used. The versacross connect dilator and was curve sheath were advanced into the groin and into the superior vena cava (svc). Once (1) transseptal drop down was attempted and the physician noted bleeding around the connect system. The physician removed the system and a 16f sheath was inserted. The connect system was reinserted. Bleeding around the sheath continued and a hematoma was noted. The physician aborted the case. The access site was closed and manual pressure was applied until bleeding stabilized. The patient was admitted to the intensive care unit (ICU) for observation and was discharged the following day.

Manufacturer narrative:
A3: gender added. H6: evaluation conclusion code updated.

Event description:
It was reported that bleeding/hematoma occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned, and a watchman flx laa closure device & delivery system (wds) was elected for use. The physician accessed the arterial groin with 8f dilator, then obtained venous access. An 8f and 12f dilator were used. The versacross connect dilator and was curve sheath were advanced into the groin and into the superior vena cava (svc). Once (1) transseptal drop down was attempted and the physician noted bleeding around the connect system. The physician removed the system and a 16f sheath was inserted. The connect system was reinserted. Bleeding around the sheath continued and a hematoma was noted. The physician aborted the case. The access site was closed and manual pressure was applied until bleeding stabilized. The patient was admitted to the intensive care unit (ICU) for observation and was discharged the following day.